Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked case at reservoir tube window corners. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. (B)(4).

Event description:
The customer reported via phone call that o-ring missing from reservoir compartment. The customer¿s blood glucose level was unknown. Customer stated that the pump had damage. The customer was assisted with troubleshooting. Customer states o-ring missing from reservoir compartment and was broken around battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.